Manufacturer narrative:
The reference device was returned to service center for an evaluation and the user's complaint has been confirmed. A visual inspection was performed on the returned device and found foreign material consistent with use. Probe tip was detached from the distal end and the breaking point measures approximately at 0.662¿ of the probe. The probe tip was returned along with the device and was not suspected to be missing. The device was attached to the usg-400/esg-400 and a probe check was performed. The device failed the probe check and it was prompted with u509 ultrasonic error. Both switches were checked and found both switches are functional. The ptfe pad (teflon pad) was inspected and found it is worn, with no metal exposed. Based on similar reported events, the most likely root cause to the damage of the device is attributed to user mishandling. As a preventive measure, the instruction manual provides warning which states, "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
Service center was informed that during a procedure the tip of the device had broke off and fell inside the patient. The broken tip was retrieved from the patient with no further injury or harm.